Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse events of nausea, vomiting and digestive issues associated with gastroparesis and the associated hospitalization. The diagnosis of gastroparesis is a well-known cause of hospitalization for end-stage renal disease (esrd) patients with the comorbidity of diabetes mellitus. Additionally, gastroparesis is an important cause of morbidity in pd patients, which justifies the transition from pd therapy to hd therapy. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they are discontinuing pd therapy due to stomach issues. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient has transitioned from pd therapy to hemodialysis (hd) therapy due to a diagnosis of gastroparesis. The patient was hospitalized on (B)(6) 2020 for severe nausea, vomiting and digestive issues. A peritoneal effluent fluid culture was taken during this admission (date unknown) which yielded no growth and a white blood cell count that presented within normal limits (exact count unknown), ruling out presence of infection. The patient was diagnosed with gastroparesis associated with complications of diabetes mellitus. The patient was able to undergo hd therapy on a hospital provided hd machine (brand and model unknown). The patient was discharged on (B)(6) 2020 and continued ccpd therapy on the same liberty select cycler at home post-discharge. The patient¿s symptoms of nausea and vomiting persisted with pd therapy in the weeks following discharge and the decision was made to transition to hd for renal replacement therapy (exact date unknown), as it was found pd therapy exacerbated symptoms of gastroparesis. The patient continues hd therapy on an outpatient basis with no further reported adverse clinical events.